Event description:
Received info stating customer received a temperature alarm after placing the pump on a towel at the beach. The customer placed the pump into a cooler and an altitude alarm occurred. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for eval. Attempts have been made to obtain all event info. Should new info become available, a f/u report will be submitted.